Manufacturer narrative:
There were a total of four (4) trestle luxe screws containing two (2) separate identifying numbers utilized in the case. Both are manufactured to the same length and diameter. The difference between the two is one is a variable angle & one fixed angle. It is unknown which part number/description belongs to the fractured/broken screw: 71240-14; 4.0 mm variable angle, self-drilling hexalobe screw, 14 mm (ti-6ai-4v eli), 71440-14; 4.0 mm fixed angle, self-drilling, hexalobe screw, 14 mm (ti-6ai-4v eli). Medical records provided by the sales rep state "the CT shows the fractured screw. It has not backed out and is all in bone. There is fusion bone within the disc space. The facets are lined up well". An evaluation of the trestle luxe screws is not possible at this time. The implant has not been removed from the patient nor have the identifying lot number(s) been provided.

Event description:
Post op x-rays taken (B)(6) 2017 revealed the screw positioned within the left c5 had fractured and broke. It has not been determined if revision surgery is needed at this time. The trestle luxe anterior cervical plating system was originally implanted on (B)(6), 2016 during an anterior cervical decompression and fusion.